Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, the balloon would not allegedly inflate. It was further reported that it was difficult to inflate but would not deflate. The procedure was completed using another balloon. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, the balloon would not allegedly inflate. It was further reported that it was difficult to inflate but would not deflate. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one photo provided and reviewed. The photo shows healthcare professional holding the vaccess balloon. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported inflation and deflation problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.